Event description:
While reviewing the programming history for the patient's vns generator, it was noted that a generator diagnostics was performed on (B)(6) 2007 by the physician's programming computer which resulted in setting the patient's vns generator to unwanted settings. On (B)(6) 2007 the patient's vns generator was set at output current= 3 ma/ frequency= 25 hz/ pulse width= 250 sec/on time= 30 sec/off time= 5 min / magnet output current= 3.25 ma/ on time= 60 sec/ pulse width= 250 sec. After the generator diagnostics no final interrogation was performed during that office visit and the next interrogation was performed on (B)(6) 2008 which revealed the patient's generator settings to be at output current= 0 ma/ frequency= 30 hz/ pulse width= 500 sec/on time= 30 sec/off time= 5 min / magnet output current= 0 ma/ on time= 60 sec/ pulse width= 500 sec. With the programming history available to the manufacturer the patient was not corrected to the previous settings.

Manufacturer narrative:
Analysis of programming history.